Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws became very hot and was smoking. When pulled out of the leg, the jaws were noticed to be broken. Nothing fell in the patient, therefore no intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.